Event description:
Blood glucose results of "107 mg/dl" with a lifescan meter and "63 mg/dl" on a laboratory device, performed within 15 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calulated difference of these glucose results results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. A control solution test performed in 2003 fell outside the accepted range (150 mg/dl/107-145 mg/dl).